Event description:
It was reported that the device had infusion volume being depleted prior to the time scheduled in drug protocol. Per reporter, the patient noticed that one of the pumps was running out of veletri really early compared to the other. Over the last week this same pump with 30min to go will be sucked dry and probably empty 20-30min prior with a 5ml buffer and patient noted what each pump was doing and three times in a row this one was running out too fast. This medication is required to be infused for 24 hrs/ 7 days per week for pulmonary hypertension patients. It has been noted that this incidence has been occurring since the software upgrade completed in april 2025. Patient recently noticed that one of the pumps was running out of medication before the reservoir time had actually run out on the pump and then set the reservoir to 95ml to give itself a 5ml buffer, however this specific pump had significantly run out of medication when checking there was 30 min to go. And when looking at the cartridge the internal bag was so empty there was no air or liquid inside, it looked sucked dry. This usually means the pump has been trying to dispense medication while empty for at least 30mins. To make sure it was only one of the pumps and not both, then tested it over a week and the same pump was running out an hour before it should. Another pump would get to the end of the timed reservoir, and it could prime out 1-2ml still after moving itself off the pump. During this week it was noticed that the patient was feeling off and white in the face as the bad pump was coming to an end. Leading them to believe it was not distributing the veletri correctly. After advising clinic nurse immediately had come in and switch to a new pump. Since then both pumps are hitting the end of the reservoirs time, and the cartridge still has 1-2ml left. Event occurred at patient home while in use with patient. The operator of device was a lay user/patient. Photo attached. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 8/18/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering within specification. The event log showed that the program manual continuous mode was selected and delayed start was selected but there was no time stated. This could have occurred due to an error in programming, but there were no faults with the pump as it passed functional and accuracy testing. No further action was taken.